Event description:
Related manufacturer reference number: 2017865-2021-36449. It was reported that the patient presented for follow up with over-sensing exhibited by the implantable cardioverter defibrillator caused by capacitor charging. Also noted was an alert for shortened output stage detection (sosd). Externalized conductors of the right ventricular lead were confirmed by chest x-ray. No interventions were made. The patient was in stable condition.